Event description:
The customer reported that the device failed to power on despite changing the battery three times. There was no report of any pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.